Manufacturer narrative:
The customer¿s report of an overinfusion of propofol was confirmed. A review of the pcu event log showed that propofol 1000mg/100ml was infusing at 4.7ml/hr. Beginning at 3:41 pm, several delays were programmed for 30 minutes, 30 minutes, and 120 minutes. At 5:06 pm, the dose was changed to 30 mcg/kg/min, which made the rate 14.7ml/hr. The infusion was started but at 5:09 pm another delay for 120 minutes was programmed. At 6:05 pm the dose was changed to 100mcg/kg/min, which made the rate 49ml/hr; the infusion was started. At 6:07 pm, the dose was changed to 300mcg/kg/min, which made the rate 147ml/hr; the infusion was started. "Yes" was selected in response to the guardrails warning ¿dose exceeds guardrails limit of 100mcg/kg/min. Proceed?" At 6:08 pm, the device transitioned to kvo. The dose was changed to 100mcg/kg/min (rate 49ml/hr) and the infusion was started. One minute later the device alarmed for fluid side occlusion. At 6:14 pm, the device was channeled off. The volume recorded as being infused during this period was 16.842ml. There were no bolus doses given during this time period. The root cause of the suspected overinfusion was identified as user programming. After a delay the user resumed the infusion at a higher rate than was reported. No devices received, log review only.

Event description:
The customer reported that a patient was placed on CPAP/ps at 1600. Propofol sedation which had been infusing at 10mcg/kg/min was held for a spontaneous breathing trial at 1800. At 1810 the patient became very agitated and the propofol was resumed at 50mcg/kg/min. At 1815 the patient experienced a cardiac arrest and the propofol was stopped, and CPR was initiated for pea (pulseless electrical activity). At 1819 the patient's circulation returned spontaneously and returned to baseline with no evidence of adverse effects. The customer does not suspect a device failure however a review of the log for device programming was requested because based on the sequence of events a possible overinfusion of the propofol is suspected.

Manufacturer narrative:
Additional information provided: concomitant medical products.